Event description:
This product was implanted in a pt undergoing the operation of high tibial ostectomy. However, the pt developed symptoms of infection and allergy approx six months after the operation.

Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp for eval. The device history record was reviewed, and no irregularities were noted. As the sterility of this device has been assured by the sterilization validation, there is no possibility of this device becoming the immediate cause of infection. Bacterium may invade at various opportunities such as during the surgical procedure and during the postoperative non-sterilized procedure, and through various routes such as invasion from the wound. Moreover, this device consists of beta-tricalcium phosphate (ceramic). Therefore, this device would hardly become the causative agent of allergy. However, the cause of these adverse events have not been specified. The osferion bone void filler package insert states in the adverse events section: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.